Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') and uterine haemorrhage ('irregular uterine bleeding') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection and polypectomy. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2016, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, nsaids since may 2012, paracetamol (acetaminophen) since (B)(6) 2012, sulfadiazine (sulfa) and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female, chronic pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia"), depression ("depression/ psych injury"), cystitis ("bladder infection"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, cystitis, vulvovaginal candidiasis and weight increased had resolved and the fibromyalgia, headache, anxiety, nausea, dyspareunia, fatigue, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, cystitis, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: (B)(6) 2018- problem: recurrent uti (urinary tract infection) complication pregnancy she had been treated for pain, bleeding, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no acute findings. Ultrasound scan vagina - on (B)(6) 2014: impression: 1. Small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. 2. Normal ovaries. 3. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia ,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: pfs received. Event weight gain, bladder infection, candidal vaginosis, post removal complications added. Events outcome updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection, polypectomy, morphea, vaginitis, mitral valve prolapse, bacterial infection, atrial fibrillation, tachycardia, endometriosis, heart rate high and ankle sprain. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since november 2016, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, multivitamins (multivitamin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, sulfadiazine (sulfa) and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female, chronic pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia"), depression ("depression/ psych injury"), cystitis ("bladder infection"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on 17-sep-2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, cystitis, vulvovaginal candidiasis and weight increased had resolved and the fibromyalgia, headache, anxiety, nausea, dyspareunia, fatigue, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, cystitis, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: (B)(6) 2018- problem: recurrent uti (urinary tract infection) complication pregnancy she had been treated for pain, bleeding, migraine, weight gain. Left: 8 coils, right: 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no acute findings. Ultrasound scan vagina - on 17-jun-2014: impression: 1. Small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. 2. Normal ovaries. 3. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia ,pelvic pain. Lot number: 948831 manufacture date: 2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') and uterine haemorrhage ('irregular uterine bleeding') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection, polypectomy, morphea, vaginitis, mitral valve prolapse, bacterial infection, atrial fibrillation, tachycardia, endometriosis, heart rate high and ankle sprain. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2016, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, multivitamins (multivitamin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, sulfadiazine (sulfa) and tramadol. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6)2012, the patient experienced fatigue ("fatigue"). On (B)(6)2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female, chronic pain"). On (B)(6)2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia"), depression ("depression/ psych injury"), cystitis ("bladder infection"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, cystitis, vulvovaginal candidiasis and weight increased had resolved and the fibromyalgia, headache, anxiety, nausea, dyspareunia, fatigue, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, cystitis, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: (B)(6)2018- problem: recurrent uti (urinary tract infection) complication pregnancy she had been treated for pain, bleeding, migraine, weight gain. Left: 8 coils, right: 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2018: impression: no acute findings. Ultrasound scan vagina - on (B)(6)2014: impression: 1. Small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. 2. Normal ovaries. 3. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') and uterine haemorrhage ('irregular uterine bleeding') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection and polypectomy. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2016, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, sulfadiazine (sulfa) and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia") and depression ("depression"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection and pelvic pain had resolved and the urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, fibromyalgia, headache, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2018- problem: recurrent uti (urinary tract infection) complication pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no acute findings. Ultrasound scan vagina - on (B)(6) 2014: impression: small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. Normal ovaries. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia ,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received. New event added: depression. Outcome of the preciously added events abnormal bleeding (vaginal), menorrhagia were updated recovered/resolved. Concomitant drugs and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') and uterine haemorrhage ('irregular uterine bleeding') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection and polypectomy. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, sulfadiazine (sulfa) and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain female"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 201, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, vaginal infection and pelvic pain had resolved and the urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, fibromyalgia, headache, menorrhagia, vaginal haemorrhage, anxiety, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2018- problem: recurrent uti (urinary tract infection) complication pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no acute findings. Ultrasound scan vagina - on (B)(6) 2014: impression: small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. Normal ovaries. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia ,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') and uterine haemorrhage ('irregular uterine bleeding') in a (B)(6) year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included stomach pain, diarrhea, lower abdominal pain, colitis, difficulty sleeping, dysuria, vaginal yeast infection and polypectomy. Previously administered products included for insomnia: amitriptyline. Concurrent conditions included fibromyalgia, depression, menses irregular, itching, acne, dyspepsia, burning micturition, feeling sick, bloating, leukorrhea, vaginal odor, vaginal pain, nabothian cyst, ankle sprain, contusion, foot sprain, bladder infection, weight gain and incontinence of urine. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, lorazepam (ativan), medroxyprogesterone acetate (depo-provera), metronidazole, sulfadiazine (sulfa) and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), 2 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain female"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti's") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/ lower back pain"), coital bleeding ("bleeding after intercourse"), fibromyalgia ("fibromyalgia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics, clarithromycin (macrobid), duloxetine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lorazepam, quetiapine fumarate (seroquel), tetracycline and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine haemorrhage, vaginal infection and pelvic pain had resolved and the urinary tract infection, bacterial vaginosis, abdominal pain, back pain, coital bleeding, fibromyalgia, headache, menorrhagia, vaginal haemorrhage, anxiety, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, coital bleeding, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2018- problem: recurrent uti (urinary tract infection) complication pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no acute findings. Ultrasound scan vagina - on (B)(6) 2014: impression: small cervical nabothian cysts. Otherwise, normal appearance of the uterus and cervix. Normal ovaries. Trace free pelvic fluid, likely physiologic. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: nausea, abdominal pain, anxiety, headaches, dyspareunia, vaginal discharge, vaginal bleeding, migraine, fatigue, bacterial vaginosis, urinary tract infection, back pain, vaginal infection, uterine haemorrhage, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs+mr received- lot number were added. New events vaginal infection, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety/mental anguish, headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, she didn¿t undergo essure confirmation test were added. Outcome of genital haemorrhage updated to recovered / resolved. New reporters, patient information, medical history, lab data, treatment, historical and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.